Event description:
It was reported a patient's atrial lead presented with oversensing noise that led to inappropriate automatic mode switch (ams). Under-sensing was also noted. The atrial lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.